Manufacturer narrative:
Per the manufacturer's subsidiary, the issue was found during the monthly check of the charging of the batteries at the service center.

Event description:
It was reported that during use of the device for a non-clinical activity, the battery was found to begin to swell. There was no patient involvement.

Manufacturer narrative:
Corrected block: h4. Updated blocks: h3 and h6. The reported complaint was confirmed via photographs of the batteries. Due to the nature of the reported complaint, the batteries were deemed unsafe to ship and would be discarded. For block h4, the manufacturing date should have been left blank and the field was inadvertently populated on a previous medwatch. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.